Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is still underway. As received, the monitor failed incoming pulse testing. A root cause investigation is still underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor the patient received a replacement electrode monitor.

Event description:
During servicing of a (B)(6) male patient's monitor, which was returned for an unrelated issue, a reportable problem was discovered. The monitor failed incoming pulse testing. The patient was issued a replacement monitor.